Manufacturer narrative:
The pipeline flex was returned within the inner pouch; inside of a sealed bio-hazard bag and a shipping box. When compared to the drawings the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex braid were fully opened and no damage. No bend was observed on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the distal end and failure to re-sheath issues. The returned pipeline flex braid was fully opened and no damage. In addition, no damage was found with the returned pusher. Since the catheter was not returned; therefore, any contribution of the catheter to the issues could not be determined. It is possible the at the patient tortuous anatomy may have contributed to the failure to open and failure to re-sheath. There was no non-conformance to specifications identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the distal end, and was not able to be recaptured when needed, even after multiple attempts. More than 50% of the device had been deployed when it failed to open, and it was resheated less than or equal to 2 times. There pipeline was removed from the patient using a corking technique. The patient was undergoing surgery for treatment of an unruptured, saccular aneurysm with a max diameter of 4mm and a neck diameter of 3mm. Vessel tortuosity was described as moderate. Dual antiplatelet treatment was administered but the pru level was unknown. The devices were prepared as indicated per the IFU, nor were they placed in a bend. There were no related patient symptoms.